Event description:
The lay user/patient's mother contacted lifescan on may 9, 2006 and alleged that the cap on her daughter's one touch ultrasoft lancing device was loose and falls off. The patient was taken to the emergency room because the lancing device was not working (cap was loose/falling off). It is not known as to how long the patient was not able to test her blood glucose. The hospital meter result is also not provided. However, the reporter stated that athe patient was given insulin (type/dosage not provided). It is not known if the patient was experiencing symptoms of high or low blood glucose at the time of concern. Her diabetes medication regimen is also not provided. Although there is insufficient information regarding the hospital visit and the events prior to that, this complaint is reported because the product failed to function and the patient was unable to test her blood glucose level. She was given insulin at the hospital. A replacement lancing device was sent to the lay user/patient.